Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they stopped using interstim therapy and got a suprapubic catheter instead. Agent asked caller if that was due to issue with interstim therapy and caller stated it was more elective. Interstim helped a little but they used to get up to pee 7 times a night and their husband has a bad back and couldn't really help them anymore. Caller also mentioned they suffer from constipation due to neurogenic bowel and the interstim didn't help with that. Caller stated as a result, they stopped charging the interstim device but now they need to have an MRI. Agent reviewed information (needs to charge ins and place device in MRI mode) and caller stated they will try doing that. Caller stated their previous doctor doesn't manage them anymore as they moved and they don't think that doctor was at that facility anyways. Patient doesn't use interstim anymore.